Event description:
Boston scientific received information that the this right ventricular lead exhibited loss of capture due to dislodgment. The patient had an intrinsic rhythm, and is not pacemaker dependent. There was no ventricular pause greater than two seconds, and no report of asystole. A revision procedure was done and this lead was replaced. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.